Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly) has been confirmed. Upon investigation the monitor failed a pulse test and was resetting. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Additionally, defib board j1002aa pins were contaminated, causing an intermittent connection. The root cause for the flash memory failure could not be positively identified. The root cause for the contamination on the pins could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not powering on properly .